Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose (bg) ranged from 224 to over 500 mg/dl. A manual insulin injection was used to address bg. Reportedly, customer changed the pump supplies or simply cleared the alarm and resumed insulin delivery to address the issue. The customer reverted to manual injections for insulin therapy.